Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in cable and poor contact of camera unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit, the image had white dots. Additionally, due to cut in the cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had leaking water on the camera and a blurring image. The issue occurred during an unspecified procedure that was able to be completed with an olympus back-up device. There were no reports of patient harm.